Manufacturer narrative:
The pump passed the displacement test, rewind, and basic occlusion test. There was no motor error alarm noted during testing. The pump was unable to prime during the prime/compromised force sensor system test due to moisture damage on the force sensor resistor. There was also no excessive no delivery alarm noted during testing. The motor was tested outside of the device and passed. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that she keeps receiving motor error alarms. Customer does not use the sensor feature on the pump and is able to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was asked to return the pump with the battery and zero out the basal rates.